Manufacturer narrative:
(B)(4). The customer reported that the ac power module failed. The failure was verified by the customer. There was no report of pt involvement. A new ac power module was ordered for this customer which resolved the failure.

Event description:
The customer reported that the ac power module failed.